Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During maxillofacial surgery at a plastic surgery center, product (gb391r) mini-line reciprocating saw attachment was twisted, this part, was connected to ga183-handpiece.